Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the probe received an l3-002 error during initialization. The customer straightened the cabling, reseated the connectors, noticed the green cable connector was loose-fitting, held the connector in place, attempted to initialize the probe and received another l3-002 error. A second probe was tried, initialized successfully, and the case was completed with no pt consequence.